Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed as reported by the user. A field service engineer performed a drawer recovery successfully, and the latch harness connectors were cleaned to ensure proper contact. The hardware test application (hta) was then run to validate the repair. To further confirm functionality, the remote manager was accessed via inventory, and it operated successfully with no failures noted.